Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The cause of the reported event cannot be determined at this time. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Patient was admitted to the hospital for fluid volume overload and the clinician was questioning the cmems pressure data. It is unknown if the patient had a rhc during this admission, or if they simply placed a swan at the bedside. The sensor was recalibrated by 10mmhg.